Event description:
Patient details: - name: (B)(6) - medical conditions: intervertebral disc degeneration (lumbar region) device information: - device type: spinal cord stimulator (scs) - procedure dates: 1. Initial trial: (B)(6) 2024 2. Permanent implantation: (B)(6) 2024 3. Repositioning: (B)(6) 2025 adverse events and complications: 1. Immediate post-procedure complications: - immediate post-surgical pain rated 10/10 - sudden onset of left leg numbness - no immediate MRI (magnetic resonance imaging) performed to investigate complications 2. Device functionality issues: - persistent problems with device charging - continues to not charge well - it has 4 bars and 2 are required to connect with 4 bars being a good connection - it will not charge at more than 2 which means it takes greater than 7 hours per week to charge - can only use one position laying on back to charge - not helping with pain in left lower back - multiple surgical interventions required for device repositioning - lack of effective pain management - inability to receive previously standard pain management treatments (epidural injections) 3. Medical communication failures: - prescription discrepancies (gabapentin not initially provided) - lack of clear explanation about surgical complications - no comprehensive follow-up addressing patient's ongoing pain and neurological symptoms specific concerns: - repeated surgical interventions suggest potential device malfunction - significant patient distress and reduced quality of life - potential safety risks associated with repeated surgical repositioning requested actions: - comprehensive review of device performance - investigation into surgical complications - assessment of patient safety protocols patient impact: - ongoing chronic pain - mobility limitations - psychological distress from repeated medical interventions. Recommended follow-up: - thorough medical device investigation - patient safety review - potential device recall or modification assessment.